Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the dragonfly optis imaging catheter, tyvek pouch was noted to be damaged. The upper left corner of the pouch was damaged, causing the sterility breach. Therefore, the device was not used in the patient and the procedure was completed with another dragonfly. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported tyvek pouch damage was unable to be confirmed as the tyvek pouch was not returned. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported pouch damage could not be determined. It is possible that the packaging was previously opened with the intention to be used in a previous procedure but was never used/required and the product was placed back into inventory, or the tyvek pouch was damaged/compromised while in storage; however, these conditions could not be confirmed. The tyvek pouch was not returned with the complaint product. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.